Event description:
It was reported that an ilet user experienced insulin leakage from cartridge lot 83848 while using a steel 6 mm contact/detach infusion set, which resulted in hyperglycemia with a reported blood glucose of 347 mg/dl and subsequent decrease after corrective actions. Symptoms included elevated blood glucose. Outcomes included a need for troubleshooting and supply replacement, with insulin therapy resumed and glucose trending down. Investigation included remote troubleshooting, guided supply change, cartridge replacement, tubing fill to visible drops, and reconnection to the infusion site. Investigation of this case revealed that the leakage was addressed by changing the cartridge and ensuring proper priming and reconnection, with glucose improving thereafter. It was concluded that the event was consistent with a cartridge leak leading to underdelivery and hyperglycemia, resolved through cartridge replacement and education on changing all supplies together. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.